Event description:
It was reported that during a procedure to treat a lesion in the left circumflex (lcx) artery with heavy calcification, a 2.25 x 23 mm xience prime stent delivery system (sds) was advanced via direct stenting. However, it could not cross the lesion. The stent was withdrawn from the patient anatomy and additional dilatation was performed with an unspecified 2.0 x 20 mm balloon. The same 2.25 x 23 mm xience prime sds was re-inserted and advanced. Unsuccessful attempts to cross the lesion were made. No force was applied during the unsuccessful attempts to cross the lesion. The xience prime was withdrawn from the patient anatomy with resistance noted. A 2.25 x 18 mm xience prime sds was advanced and implanted. The procedure was successfully completed and the final patient outcome was satisfactory. There was no adverse patient effect and no reported clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4) - no pre-dilatation, re-insertion. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance and difficulty removing the stent delivery system (sds) could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Additionally, it was reported that the sds was re-inserted into the patient anatomy after the initial failed attempt to cross. The IFU notes: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter.